Manufacturer narrative:
(B)(4). The device was not available for analysis. The engineering evaluation was made based on the pictures provided. The image indicates that approximately 50% of the device is deployed from the proximal end of the device extending to approximately the middle of the device. The distal end of the device to approximately the middle of the device remains undeployed. The findings from the evaluation of the image confirm the event description that the device was partially deployed. The root cause for why the device was partially deployed could not be determined with the available information. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU): the gore® tag® thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta. Do not continue if resistance is felt during advancement of the guidewire, sheath, or delivery catheter. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur. Use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis and a gore® dryseal flex introducer sheath. The total arch replacement and the elephant trunk procedure had been performed before this procedure. It was reported that it had been difficult to deliver the conformable gore® tag® thoracic endoprosthesis to the left common carotid artery (lcca). The physician elected to remove the catheter and re-try to deliver the guide wire. Upon the catheter was removed from the sheath, the proximal part of the endoprosthesis was partially deployed. It was reported that the endoprosthesis had not been deployed within the body. Also, it was not reported that the sheath was removed. The physician reportedly mentioned that there was no resistance during the removal of the catheter and the physician had not pulled the deployment knob. Another conformable gore® tag® thoracic endoprostheses were deployed. The patient tolerated the procedure.